Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of viral infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. The event of covid-19 infection, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported that patient was injected in nasolabial fold with juvéderm® ultra plus¿ xc. Five months later, patient was injected with a 2nd injection of juvéderm® ultra plus¿ xc. Two years later, patient was injected with a third injection of juvéderm® voluma¿ with lidocaine. One year later, patient was injected with a fourth injection of juvéderm® voluma¿ with lidocaine. One year later, patient was injected with a fifth injection of juvéderm® voluma¿ with lidocaine in nasolabial folds. At an unspecified time later, patient was hospitalized due to covid-19, deemed not related to the device and needed to be taken to the ICU. After completing corticosteroid therapy, patient presented with a late non-serious event of nodulation (non-inflammatory, stiff nodules) in the nasolabial folds. This is the same event and the same patient reported under MDR ID# 3005113652-2021-03163 (allergan complaint #(B)(4)), MDR ID# 3005113652-2021-03165 (allergan complaint #(B)(4)), MDR ID# 3005113652-2021-03166 (allergan complaint #(B)(4)), and MDR ID# 3005113652-2021-03167 (allergan complaint #(B)(4)). This MDR is being submitted for the fourth suspect product, juvéderm® voluma¿ with lidocaine.